Event description:
A malfunction alarm with code malf 12 was reported, showing fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided the customer with instructions on how to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to call back if the issue reappeared and was informed that they could continue using the pump.